Event description:
One liter of an enteral formula was hung at 2110 and the pump was set to deliver 85 ml/hr. At 2230, pt was found vomiting. Nurse noticed the formula bottle was empty. The pump was still running and the alarm was not sounding. The blue connector on the administration set had been dislodged from the pump. Pt had pulled on the administration set while feeding, but the pump did not alarm. Reporter stated a message appeared on the pmp display but did not know which message appeared. Pt had done this before, but the pump had alarmed. Feeding was held and the pt was monitored for pneumonia. Pt also had diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.